Event description:
Patient reported app connectivity issues while experiencing hyperglycemia (bg 14.4 mmol/l, rising) on (B)(6) 2026. Patient had delivered a 3-unit bolus approximately 17 minutes prior.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.